Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing associated with the rv lead, the pacing capture threshold in the rv (right ventricle) was rising, and the rv lead integrity alert triggered. It was noted on (B)(6) 2016, the rv pacing impedance rose to 513 and then to 931 ohms on (B)(6) 2016, up from a trend in the 342-418 ohm range. Beginning (B)(6) 2016, there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing and on (B)(6) 2016, the rv capture threshold measured 1.375 v up slightly from 0.75-1 v. The rv lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate nsvt episodes and rv lead impedance variation in last 60 days. Concomitant product: 5076-52 lead implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and a lead fracture was suspected. It was noted there was high pacing impedance, an increase in rv pacing threshold and three non-sustained ventricular tachycardia episodes that appeared to be oversensing of noise. The detection was disabled and a x-ray was performed, which revealed no obvious lead fracture and it was suspected there was a short circuit between the tip and ring of the rv lead. The patient underwent electrocardiographic monitoring and was admitted for a planned angiography of the subclavian vein; it was noted the rv lead was scheduled be replaced. The rv lead remains in-situ and out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.